Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report#1627487-2018-07460; reference MFR report#3006705815-2018-01870. It was reported the patient's scs system did not provide effective therapy to their desired pain pattern. In turn, the patient controller displayed an error message while attempting to set the ipg into MRI mode. Troubleshooting did not resolve the issue. Diagnostic testing indicated multiple contacts with low impedances. Follow-up identified surgical intervention was undertaken wherein the entire scs system was explanted per the patient's request.